Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis showed that the tsw35 device was received in good visual condition and with no reload loaded in the device. However, two reloads were received inside the bag, reload b was received fully fired, with the lockout normal. Reload c was received partially fired, with the lockout normal, with the pan dislodged and damage on the pan surface. The damage to the reload pan is consistent with an improper loading technique. If the cartridge is not fully inserted into the channel, when the device is fired it can cause the pan to dislodge from the cartridge. Additionally when the reload is loaded improperly or long loading (holding features of the cartridge are not snap on the channel windows) at the moment of the firing, the cartridge will be ejected forward and some staples will be deployed (approximately half way) and malformed because of incorrect alignment. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap appendectomy procedure, the device was fired with a reload and the metal pan separated from the cartridge and fell into the pt. The cartridge was removed through the trocar. They used another like device to complete the case. There was no adverse consequence to the pt.